Manufacturer narrative:
The device was not available for analysis; therefore, no physical analysis of the product could be performed. The reported device allegation cannot be confirmed. Based on the information available the cause that contributed to the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during the test for water vapor therapy procedure, the generator did not accept the handpiece and was not ready for the surgery. The procedure could not be completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Event description:
It was reported that during the test for water vapor therapy procedure, the generator did not accept the handpiece and was not ready for the surgery. The procedure could not be completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.